Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: adjusted j2 bumpstop to correct settings. Tightened j4 transmission cables. Completed homing and gravity constants. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to robot number: (B)(6) shows additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by adjusted j2 bumpstop to correct settings. Tightened j4 transmission cables. Completed homing and gravity constants. As per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps says her checkpoints are consistently not passing and every time her cuts are proud. Even recuts are 2 mm proud. Every time she is registering for the rio and walking the bone to see that the checkpoint has moved and the arrays are fine. She is using the actual checkpoints. Her sawblade is off by 1.7 to 2 mm and her anatomy checkpoint is off by 2mm as well. She says this robot has seen maintenance multiple times and the problem keeps happening. She will be submitting a complaint now but is requesting fse to come out and she will escalate to get someone from gqo to come watch her surgeon complete a case. As reported via complaint form: distal and posterior chamfer cuts showed all white but femoral trial did not fit, went back to redo cuts and cut another 2mm of bone. Checkpoints on sawblade took forever to pass. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says her checkpoints are consistently not passing and every time her cuts are proud. Even recuts are 2 mm proud. Every time she is registering for the rio and walking the bone to see that the checkpoint has moved and the arrays are fine. She is using the actual checkpoints. Her sawblade is off by 1.7 to 2 mm and her anatomy checkpoint is off by 2mm as well. She says this robot has seen maintenance multiple times and the problem keeps happening. She will be submitting a complaint now but is requesting fse to come out and she will escalate to get someone from gqo to come watch her surgeon complete a case. As reported via complaint form: distal and posterior chamfer cuts showed all white but femoral trial did not fit, went back to redo cuts and cut another 2mm of bone. Checkpoints on sawblade took forever to pass. Case type / application: tka.